Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the physician was testing the lead for helix extension and retraction counting, the helix just popped out around the 30th rotation. Physician implanted the lead and then tested the measurements through psa. Pacing lead impedance was high but within normal range. After few minutes, the lead was tested again and the numbers had not changed. Since the helix demonstrated inconsistencies in extending before implant and lead impedance was high, physician decided not to implant this lead. A new lead was implanted successfully. The patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
Follow-up number 1 of manufacturer report number 2938836-2017-21111: additional information was (date returned to manufacturer) - may 4, 2017.